Manufacturer narrative:
The component code was omitted from the previous submitted report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred related to the oxygen blending module. The device was not in patient use. There was an additional service required alarm condition alleged related to a system failure. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and sensor board need replaced to address the issues.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to the oxygen blending module. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.